Event description:
It was reported to boston scientific corp that a flexima biliary stent was used during a lithotripsy procedure in the common bile duct of a female pt. During the attempt to retract the guide catheter for stent deployment, the suture came off the stent and remained in the endoscope. As a result of the suture detachment, the stent was deployed distally to the target site. A snare was used to reposition the stent to the target location. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.